Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via (B)(6) that they had experienced diabetic ketoacidosis and was induced in coma for 4 days and in intensive care unit for 7 days on an unknown date. No further patient complications were reported.